Manufacturer narrative:
We are awaiting device return. Once the investigation is complete, a followup report will be submitted. (B)(4)

Event description:
It was reported after insertion of the introducer, the physician noticed there was blood leaking from the hemostasis valve. The introducer was exchanged for a new one. There were no health consequences to the pt.